Manufacturer narrative:
The t:slim user guide states: this alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. The customer did not test blood glucose level at the time of the report. Tandem technical support (cts) reviewed the auto-off safety feature with the customer and the customer acknowledged. Although cts advised the customer to consult with the health care provider before modifying the setting, the customer changed the setting to "off".